Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/03/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. The patient experienced a skin reaction which occurred three days after the sensor had been inserted in the thigh. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed pain at the insertion site and consulted the school nurse twice and no further intervention was documented for the visits. At home, the patient¿s father noticed there was a big red bump at the wearable site and the skin was warm to touch and they decided to remove the sensor. Upon sensor removal, there was a pustule at the needle puncture site. They treated the reaction with over the counter (otc) silver sulfadiazine cream. The reporter mentioned the patient developed a rash at a previous abdomen insertion site, and they consulted a physician who advised they could insert the sensor in the thigh or the back of the arm. On (B)(6) 2025, the patient started a course of oral antibiotic medication (amoxicillin, unspecified dosage) to treat the infection. Multiple attempts to contact the reporter were made to verify the medical intervention for oral antibiotic medication; however, no other details were obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.